Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted along with two rate/sense epicardial leads. Two epicardial defibrillation leads were also explanted related to high shocking impedance measurements. No adverse patient symptoms were reported.